Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose dropped to 45 mg/dl while she was working in the kitchen. Her sensor glucose was 100 mg/dl. She did not feel symptoms of hypoglycemia. She treated with glucose tabs and dinner. The patient had an open heart surgery recently. Troubleshooting was declined. The insulin pump was not returned for analysis.